Manufacturer narrative:
It was initially reported, a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. The device's oxygen blending module board was also replaced to address the issue. The fault of the oxygen blending module board was observed during futher investigation of the component in the manufacturer's product investigation laboratory.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.